Event description:
The customer reported that a hematoma formed post vasoseal deployment. Post heart catheterization kit #1 vasoseal was deployed; during next 10 minutes a hematoma formed. Notes indicate failure of vasoseal; pressure dressing applied. During recovery on floor the hematoma increased in size, the doctor was notified and pressure was held. An ultrasound was performed on the groin and no pseudoaneurysm was noted. The patient was discharged the next day. No further complications were noted.